Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 14, 2020 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 console. According to the complainant, during the procedure, after 20 to 30 minutes of laser usage the fiber broke. Laser energy escaped outside the broken part 10 inches from the tip within the scope. When the fiber was removed it split into two pieces. No fiber fragments fell inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of misfire. Block h10: investigation results the returned flexiva ID 200 laser fiber was analyzed, and visual evaluation noted that it was returned in two pieces. The first piece measured approximately 281.9 cm from the top of the connector to the break. The second piece measured approximately 29.5 cm from the break and included the entire distal tip. The exposed glass portion of the tip measured approximately 3.5 mm and appeared unused. Examination under magnification revealed that the fiber tip was unused. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device confirms that the fiber was broken during use, likely as a result of handling of the device as it was used and interacted with the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6), 2020. Reportedly, the laser unit used was a lumenis p100 console. According to the complainant, during the procedure, after 20 to 30 minutes of laser usage the fiber broke. Laser energy escaped outside the broken part 10 inches from the tip within the scope. When the fiber was removed it split into two pieces. No fiber fragments fell inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event.